Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("persistent pelvic pain,"), hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issues"). At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain and hypersensitivity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device, hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 27-year-old female patient who had essure (batch no. B09698) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included morbid obesity in 2009, seizure in 2009, irritable bowel syndrome in 2009, gonorrhea in 2009, gastrooesophageal reflux disease in 2009, seasonal allergy in 2009, migraine in 2009, normocytic anemia in 2009, sensory loss in 2008, sleepiness in 2008, acanthosis nigricans in 2008, low back pain in 2008, fatty liver in 2007, ectopic pregnancy in 2004, vaginal bleeding, epilepsy, chronic headaches, nausea, fatigue, micturition frequency increased, irregular periods, emesis, abdominal pain lower, constipation, chlamydial infection, pain in ear, photophobia, generalized tonic-clonic seizure, gravida, weight gain, sexually transmitted infection, difficulty sleeping, pre-eclampsia, multigravida, parity 3 (in 2005, vacuum-assisted vaginal delivery. In 2007, a spontaneous vaginal delivery. Spontaneous vaginal delivery - (B)(6) 2009.), hypertension, prehypertension, inability to lose weight, obstructive sleep apnea syndrome, knee pain, eye naevus, polycystic ovary and hirsutism. Previously administered products included for an unreported indication: mirena iud in 2010, imitrex and methotrexate. Concurrent conditions included asthma since 2005, obstructive sleep apnea syndrome, muscle cramps aggravated and snoring. Concomitant products included fluticasone propionate (flovent) since (B)(6) 2012 and salbutamol (albuterol) since (B)(6) 2012 for asthma, medroxyprogesterone acetate (depo provera) (B)(6) 2013 to (B)(6) 2014 for contraception, amitriptyline hydrochloride (elavil) for depression and anguish, levetiracetam (keppra) since (B)(6) 2012 for epilepsy, metoclopramide hydrochloride (reglan) since (B)(6) 2012 for migraine headache and nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013 for pelvic pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced hypersensitivity ("allergic reaction"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("menstrual issues") and migraine ("migraines / headaches"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, menstrual disorder, depression, anxiety and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, ectopic pregnancy with contraceptive device, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 coils were noted in the cavity from the right ostia and 3 from the left ostia. Discrepancy noted - the patient stated that, she was never pregnant. The patient did not have her essure removed, however, is planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Total bilateral occlusion. Fallopian tubes were occluded. Normal uterine cavity. Essure coils radiologically in place. There is no tubal patency and thus closure of tubes by essure is confirmed.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 27-year-old female patient who had essure (batch no. B09698) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included morbid obesity in 2009, seizure in 2009, irritable bowel syndrome in 2009, gonorrhea in 2009, gastrooesophageal reflux disease in 2009, seasonal allergy in 2009, migraine in 2009, normocytic anemia in 2009, sensory loss in 2008, sleepiness in 2008, acanthosis nigricans in 2008, low back pain in 2008, fatty liver in 2007, ectopic pregnancy in 2004, vaginal bleeding, epilepsy, chronic headaches, nausea, fatigue, frequency urinary, irregular periods, emesis, abdominal pain lower, constipation, chlamydial infection, pain in ear, photophobia, generalized tonic-clonic seizure, pregnant, weight gain, sexually transmitted infection, difficulty sleeping, pre-eclampsia, multigravida, parity 3 (in 2005, vacuum-assisted vaginal delivery. In 2007, a spontaneous vaginal delivery. Spontaneous vaginal delivery - (B)(6) 2009.), hypertension, prehypertension, inability to lose weight, obstructive sleep apnea syndrome, knee pain, eye naevus, polycystic ovary and hirsutism. Previously administered products included for an unreported indication: mirena iud in 2010, imitrex and methotrexate. Concurrent conditions included asthma since 2005, obstructive sleep apnea syndrome, muscle cramps aggravated and snoring. Concomitant products included fluticasone propionate (flovent) since (B)(6) 2012 and salbutamol (albuterol) since (B)(6) 2012 for asthma, medroxyprogesterone acetate (depo provera) (B)(6) 2013 to (B)(6) 2014 for contraception, amitriptyline hydrochloride (elavil) for depression and anguish, levetiracetam (keppra) since (B)(6) 2012 for epilepsy, metoclopramide hydrochloride (reglan) since (B)(6) 2012 for migraine headache and nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013 for pelvic pain. On (B)(6) 2013, the patient had essure inserted. In december 2013, the patient experienced pelvic pain ("persistent pelvic pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced hypersensitivity ("allergic reaction"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("menstrual issues") and migraine ("migraines / headaches"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, menstrual disorder, depression, anxiety and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, ectopic pregnancy with contraceptive device, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 coils were noted in the cavity from the right ostia and 3 from the left ostia. Discrepancy noted - the patient stated that, she was never pregnant. The patient did not have her essure removed, however, is planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Total bilateral occlusion. Fallopian tubes were occluded. Normal uterine cavity. Essure coils radiologically in place. There is no tubal patency and thus closure of tubes by essure is confirmed.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-aug-2019: pfs and mr received : new events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, mental anguish and migraines / headaches were added. Onset date of pelvic pain were added. Product information lot number and indication were added. Patient information, new reporter and consumer address were added. Medical history lab data and concomitant medication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("persistent pelvic pain,"), hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issues"). At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain and hypersensitivity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device, hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and genital haemorrhage ('gen. Abnorm. Bleed') in a 27-year-old female patient who had essure (batch no. B09698) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included morbid obesity in 2009, seizure in 2009, irritable bowel syndrome in 2009, gonorrhea in 2009, gastrooesophageal reflux disease in 2009, seasonal allergy in 2009, migraine in 2009, normocytic anemia in 2009, sensory loss in 2008, sleepiness in 2008, acanthosis nigricans in 2008, low back pain in 2008, fatty liver in 2007, ectopic pregnancy in 2004, vaginal bleeding, epilepsy, chronic headaches, nausea, fatigue, micturition frequency increased, irregular periods, emesis, abdominal pain lower, constipation, chlamydial infection, pain in ear, photophobia, generalized tonic-clonic seizure, gravida, weight gain, sexually transmitted infection, difficulty sleeping, pre-eclampsia, multigravida, parity 3 (in 2005, vacuum-assisted vaginal delivery. In 2007, a spontaneous vaginal delivery. Spontaneous vaginal delivery - (B)(6)2009.), hypertension, prehypertensive, inability to lose weight, obstructive sleep apnea syndrome, knee pain, eye naevus, polycystic ovary and hirsutism. Previously administered products included for an unreported indication: mirena iud in 2010, imitrex and methotrexate. Concurrent conditions included asthma since 2005, obstructive sleep apnea syndrome, muscle cramps aggravated and snoring. Concomitant products included fluticasone propionate (flovent) since (B)(6)-2012 and salbutamol (albuterol) since (B)(6)2012 for asthma, medroxyprogesterone acetate (depo provera)(B)(6)2013 to (B)(6)2014 for contraception, amitriptyline hydrochloride (elavil) for depression and anguish, levetiracetam (keppra) since (B)(6)2012 for epilepsy, metoclopramide hydrochloride (reglan) since (B)(6)2012 for migraine headache and nsaids since (B)(6)2013 and paracetamol (acetaminophen) since (B)(6)2013 for pelvic pain. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain ("persistent pelvic pain"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury") and depression ("psychological or psychiatric problems condition: depression/psych injury"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction/claiming allergy (hypersensitivity, nickel allergy, rashes/skin conditions): other"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("menstrual issues"), migraine ("migraines / headaches") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, menstrual disorder, anxiety, depression, migraine and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, ectopic pregnancy with contraceptive device, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 coils were noted in the cavity from the right ostia and 3 from the left ostia. Discrepancy noted - the patient stated that, she was never pregnant. The patient did not have her essure removed, however, is planning for removal. She received treatment for gen. Abnorm. Bleed, psych injury, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: essure device was successfully occluded. Total bilateral occlusion. Fallopian tubes were occluded. Normal uterine cavity. Essure coils radiologically in place. There is no tubal patency and thus closure of tubes by essure is confirmed.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: event abdominal pain, gen. Abnorm. Bleed added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.